Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the buttons not working correctly. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the button keypad issue.